Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer indicated that they had high blood glucose of 458 mg/dl a while ago and that their blood glucose level was 252 mg/dl at the time of incident. Troubleshooting assisted customer to clear both alarms and resolve the issue. The customer was advised to monitor the pump and call back if further issues.